Manufacturer narrative:
D9 device was returned and date received was added. E1 initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code and zip code extension were added as they were omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
D4 revised primary UDI number as it was reported incorrectly on the initial report that was submitted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3( manufacturer fax). Inability to turn on console ic11398 was caused by power management circuit board and main computer circuit board failures. This also resulted in depleted console batteries.

Manufacturer narrative:
Patient use was not reported. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller would not turn on. An abiomed service representative found the controller would turn on but would not advance, and the screen was blacked out. The batteries were removed to power off the controller. No patient harm was reported.